Manufacturer narrative:
Returned device was received in worn physical condition. There was noted wear and tear to the enclosure and the front cover. The tank cover was cracked and the line cord was faded. During the evaluation of the device, the customer's reported issue was confirmed. The tank cover was cracked and causing the leaks. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical device was leaking water. There was no patient present at the time of the event. There were no reported adverse events.